Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication list does not show up for end users to select the medications on a non-profile machine. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was switched from profiled to non-profile, and the medication list did not show up for users to select medications. A technical support specialist (tss) identified that the wrong version of the application was installed on the device and installed the correct version. After the update, the station successfully pulled patient data. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication list does not show up for end users to select the medications on a non-profile machine. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.